Event description:
It is reported that the pt was revised due to infection.

Manufacturer narrative:
Eval summary: primary surgical notes were provided, which indicated that a large head metallic implant was utilized. Revision surgical notes identified significant torn polyethylene debris in the hip joint. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include; age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision due to pain, instability, and aseptic loosening, rather than infection as previously reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Ligamentous laxity was noted during the procedure. Upon extubation, patient aspirated and required reintubation after bronchoscopy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as the devices were not returned. Device history record (DHR) was reviewed and no discrepancies were found for each device mentioned. Per the gender solutions natural-knee flex system package insert, pain, instability, and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined. No corrective actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.